Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of treating high blood glucose of 308 mg/dl and blood glucose dropped to 37 mg/dl and was not sure why. Customer inquired on glucose monitoring system. Customer had removed sensor due to giving the skin a break from tape. During troubleshooting, it was found that reservoir was showing more insulin than what was showing on display screen. Customer treated low blood glucose and blood glucose elevated to 72 mg/dl.